Manufacturer narrative:
This record was found to be a duplicate of mrn # 9617229-2023-06455. Any new, changed, or corrected information will now be reported under mrn # 9617229-2023-06455.

Event description:
Previous medwatch submission noted lymphoma-alcl-suspected and lump/ nodule. Allergan has determined that this record is a duplicate record. Please refer mrn #9617229-2023-06455 as the operating record related to this complaint.

Event description:
Healthcare professional via regulatory agency reported for left side "hardening and deformation of the left breast with pain". During the patient's explant surgery, the surgeon observed ¿lesions¿ in the periprosthetic capsule that was sent for anatomopathological study. In this surgery, complete capsulectomy is not performed. The anatomopathological study reports findings of breast implant-associated anaplastic large cell lymphoma. Device was explanted and exchanged. Histopathological biomarkers cd30+ and alk- were not provided. Treatment: partial capsulectomy, device explant.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy. Continued e1 (facility name): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected and lump/ nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hardening and deformation of the left breast with pain". Implant physician: (B)(6).